Event description:
The customer reported a physicist discrepancy. The high contrast is out of range. Hand switch is broken. No pt injury was reported.

Manufacturer narrative:
The c-arm's camera asm was adjusted, and is now working as intended. The x-ray hand switch was replaced, and is now working as intended.